Event description:
A report was received that during the trial procedure, the patient had an epidural cerebrospinal fluid (csf) leak and was experiencing headaches. A blood patch was performed and the lead was removed. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50e serial #: (B)(4), description: trial linear 3-4 lead, 50cm.